Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p50 contained foreign matter described as a "hair trapped in the bubble." No serious injury or medical intervention was reported.

Manufacturer narrative:
One picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture sample, hair was observed within the expansion chamber. Phaseal products are manufactured within a designated clean room. Personnel must follow strict procedures before entering the clean room. A project has been opened to improve the cleaning process for the manufacturing lines. The lot number involved in this incident was produced prior to the project improvements. New equipment and machine encapsulations have been installed within the phaseal assembly and molding areas. The brushes used for cleaning have also been changed to prevent loose fibers. Upon the evaluation of the picture received, the defect is confirmed.

Event description:
It was reported that bd phaseal protector p50 contained foreign matter described as a "hair trapped in the bubble." No serious injury or medical intervention was reported.